Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using normal method. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.